Event description:
The patient reported broken fixed restoration, sensitivity, and unintended movement/overbite. No further information available.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.